Manufacturer narrative:
No further information is available on the repair of the bed at this time.

Event description:
The technician alleged that the nurse call is not functioning on the bed. No patient impact.